Event description:
It was reported that the neurologist's vns programming computer did not seem to be functioning as intended. The batteries in the wand were swapped but this did not resolve the issue. No additional relevant information has been obtained to date.

Event description:
Additional information was received that the programming system and wand were functioning correctly, although it is unknown what troubleshooting steps resolved the issue. No additional relevant information has been obtained to date.